Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the balloon could not be inflated after insertion of the catheter. The user removed the catheter and attempted to inflate the balloon outside of the patient body, but it could not be inflated. As a result, a new kit was used instead. There was no report of patient complications, serious injury, or death.

Event description:
It was reported that the balloon could not be inflated after insertion of the catheter. The user removed the catheter and attempted to inflate the balloon outside of the patient body, but it could not be inflated. As a result, a new kit was used instead. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The reported complaint of balloon would not inflate in use is not able to be confirmed. The product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.